Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be connected to patient's new phone. During in-clinic device check, programmer, multiple dongles and locations were tried but communication could not be established with the device. Device replacement was discussed. Procedure date is not scheduled yet. Patient was stable.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable and was discharged.

Event description:
New information received notes that there was no telemetry and bluetooth low energy (ble) transmitter problem was suspected.

Manufacturer narrative:
Device could not establish bluetooth communication due to premature battery depletion. X-ray showed foreign material shorting the positive battery terminal to ground. The foreign material found was consistent with a shaving from the spring insert, which was likely formed when the pin was pushed into the battery connector housing. A manufacturing anomaly may have occurred that resulted in the reported issue.